Manufacturer narrative:
The device has not been returned for eval at this time. A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
The nurse of a peritoneal dialysis (pd) pt reported that the pt found a fluid leak following his discontinued treatment. When the pt opened the cassette door after receiving an 'air detected in cassette' alarm he found fluid leaking into the cycler. The pt then contacted the pd nurse who reported the fluid leak. The pt retained the set for eval. During follow up the pt's pd nurse reported that the pt was given one gram of prophylactic antibiotic vancomycin and one gram of fortaz and there were no signs of infection. No adverse event reported at this time.